Manufacturer narrative:
(B)(4). As the sample was not returned, the cause of the reported condition could not be determined.

Event description:
This is a report of a home patient (hp) who experienced a disconnection of the patient line and extension tubing resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. There was a breach in aseptic technique described as the patient tried to cap the line to his catheter with their thumb, after the line became disconnected during therapy. The patient was hospitalized for three days and treated with unspecified antibiotics. The patient later recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the extension set was identified. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.